Event description:
It is reported that the pt received an implant and is experiencing pain and swelling.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the component is unk. Surgical notes were not provided. Angiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of radiographs and/or product or further info. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.